Manufacturer narrative:
The device was returned and customer allegation was confirmed. Punctures were noted at the distal end. The adhesive part of the bending section cover was degraded. The image had one broken element. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, three needle punctures were noted in the instrument channel port at the distal end of the bronchofibervideoscope which was marked with orange tape. The issue was found during a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the three needle punctures at the distal instrument channel exit could not be determined, as no further information could be obtained. Olympus will continue to monitor field performance for this device.